Event description:
It was reported that the vertical lift function was not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical lift power supply. System operates as intended.